Manufacturer narrative:
Information contained on this report was previously submitted through psr on 22/jan/18. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: baker grade iii and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified broken crease sharp, stress marks, missing shell (0-25%), wear abrasion and crease fold.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. Device has been explanted.